Event description:
Pt was revised due to infection.

Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product error. Review of the device history records did not reveal any related manufacturing, inspection or sterilization deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.